Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information that was provided. The following sections of this report have been corrected/updated: b2 (outcome attributed to adverse event), h1 (type of reportable event) and h6 (health effect - impact code, type of investigation). Additional information was received revealing the patient was on extracorporeal membrane oxygenation (ECMO). After approximately a few days on ECMO, the patient passed away.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction (stj). In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in germany, during the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, post successful valve implantation, there was a sudden drop in the blood pressure. It was noted prior to the sudden drop in blood pressure that the patient's hemodynamics were good, there was no gradient, and everything looked fine on the final angiogram. A transthoracic echocardiogram (tte) was performed which revealed a pericardial effusion. Another angiogram was performed which revealed a rupture in the non-coronary cusp above the annulus. The patient underwent surgical treatment to treat the event and was subsequently transferred to the intensive care unit (ICU). It was believed that calcification may have caused or contributed to the event.